Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was feeling intermittent shocking when they would breathe. It was reported that the patient felt stimulation surges when the device was on with movement as slight as reaching. It was noted that the shocking was solely on the left side. An impedance test was performed and an x-ray and MRI were performed on b)(6) 2017. No further complications are anticipated.